Event description:
The package of smart control was opened and the user was about to flush the device when it was noted that the distal tip of the stent was prematurely deployed outside the patient body. Therefore, another smart control was opened and the procedure was completed successfully. The complaint product was never used clinically.

Manufacturer narrative:
The package of smart control was opened and the user was about to flush the device when it was noted that the distal tip of the stent was prematurely deployed outside the patient body. Therefore, another smart control was opened and the procedure was completed successfully. The complaint product was never used clinically. One non-sterile smart control 9x 40 mm unit was received coiled in a plastic bag. The locking pin was received in the correct location. The stent was partially deployed 0.4 cm from the distal end of brite tip. No other anomalies were found. The usable length of the stent delivery system was measured and it was found to be acceptable, the result was 47.79 in (121.4 cm) which is within the specification of 47.78in (121.3612cm) +/- 0.5 in(1.27 cm) 02a3120, rev. 9 deployment was performed successfully per dp (B)(4) with no resistance found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The pre-deployed condition reported by the customer was confirmed, the exact cause could not be conclusively determined; however it does not appear to be manufacturing related, controls exist in the final assembly and packaging processes to prevent this type of failure, such as well as there are inspections in place to detect this type of condition in the sds. Procedural factors and /or handling may have contributed to the failure as reported. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, this might have been caused during shipping, storage, or handling/prepping of the unit.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.